Event description:
It was reported the driver was being used on a (B)(6) year old male patient in cardiac arrest. When penetrating the patient's skin the driver lost power. As a result, they discontinued the procedure and placed an IV site into the patient's hand. The patient was treated successfully. There was no delay in treatment and no patient death or complication was reported.

Manufacturer narrative:
(B)(4).